Manufacturer narrative:
Please see section h6 with an additional health effect clinical code.

Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear, causing leakage. Fluid was observed exiting from the tear. No other damage or defects were found with the device. The external cannula tear has been identified as the root cause of the leaking during wear. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 485 mg/dl (26.9 mmol/l) for an undisclosed time wearing the pod. The reporter stated the pod was leaking insulin. They could smell insulin and the adhesive patch was soaked. The reporter further stated the injection site was bleeding. A new pod was applied and treatment was resumed. The device evaluation found the cannula to have a tear.